Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the main incision leaked slightly at the end of a laser assisted cataract surgery. The physician decided to put a suture over it for safety's sake. The physician said that the incision might have been a little too short. The physician also mentioned that this could happen with manual incisions and the patient had no disadvantage from this. The physician started to make incisions a bit longer in the following surgeries and they worked wonderfully. The laser worked perfectly in this respect.